Event description:
It was reported that patient presented in-clinic in slow vt. Device was exhibiting inappropriate mode switching episodes due to programmed parameter settings. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.